Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant ti titamax ex implant (4.1)3.75x11 mm, but did not provide any other information about the case. The patient presented infection.